Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 512 mg/dl at the time of incident. The customer's blood glucose was 288 mg/dl at the time of call. The customer stated that they treated the high blood glucose with insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and motor test. No unexpected pump error 38 alarm noted during testing. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. Pump received with normal operating currents. No unexpected low battery alarm, failed battery test alarm or missing segments/partial display or display anomaly noted. Unit was received with cracked select button keypad overlay, minor scratched lcd window and scratched case.